Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the device connector had the connector cap on and there were no visual physical defects on the connector or near the strain relief. The device was broken with signs of burning at the mid-point, indicative of break during activation. The distal tip is intact and appears unused. The probable cause of the fiber break can be attributed to handling damage by the user. A device history review revealed no issues that could have caused or contributed to the reported issue. Though this is a fiber, the console IFU remains applicable. Per the soltive laser system IFU: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." P29. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the laser fiber broke, then overheated and began burning. This event occurred during an unspecified procedure. There was no patient harm or user injury reported.